Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported by the surgeon that the patient underwent knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date for an unknown reason. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Concomitant medical products - unknown agc tibial component, unknown agc bearing. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Review of x-ray indicates no obvious hardware failure or loosening. No acute fracture or dislocation. Linear lucency between the tibial plate and the flanges along the tibial stem. Finding is of uncertain etiology and could represent normal hardware or could represent early loosening. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.